Event description:
It was reported, by the performance improvement director, that this pt had a central line placed and was then transferred immediately to a hosp. They received a call from the hosp several days later, stating that they took an x-ray of the pt and a piece of the guidewire was retained in the pt. As a result, the piece was surgically removed. There were no pt complications reported.

Manufacturer narrative:
Sample will not be returned for eval.